Event description:
Initial results for a patient calcium was 6.8 mg/dl. When repeated, the result was 9.6 mg/dl. The incorrect result was not used to guide therapy. The field service rep repaired the instrument by replacing the rinse mechanism tubing.